Event description:
A 'locking v cam plate', implanted for a mandibular fracture broke post operative. Patient was apparently shot 6 times, 2 times to the face, which necessitated the placement of the plate. Patient began to experience severe pain in his jaw and was told the plate was broken. Removal of the plate is unknown.

Manufacturer narrative:
Synthes is unable to determine the manufacture site or the manufacture date without a lot number. No investigation could be performed, no conclusion could be drawn as no product was returned. Note: subject device has not been identified as a synthes device. Synthes does not manufacture 'locking v cam' plates, but does manufacture locking reconstruction plates.